Event description:
Cbi received voluntary maude event report (B)(4) on (B)(4) 2012. The details in the report are vague and state "this patient had the biodesign surgisis dural graft used and both grew out p acnes." Through phone contact with the reporter on (B)(4), 2012, the reporter indicated one patient had the dural graft resected and if (or the patient, not clear at this point) cultured p acnes. Another patient had a similar course. The surgeon reported these outcomes to reporter. Reporter was not able to provide manufacturer with the surgeon's name or any other details at that time. Current patient status not provided by the reporter.

Manufacturer narrative:
At this time, a specific size nor lot number of the dural graft has not been specified. (B)(4). Although the size and lot number of the product involved remains unspecified, the product would not be combination product, nor a pre-1938 product, nor an otc product. Details unknown at this time due to unknown lot number or product(s) involved. Cbi received voluntary maude event report (B)(4) 2012. The details in the report are vague and state "this patient had the biodesign surgisis dural graft used and both grew out p acnes." Through phone contact with the reporter (B)(4), 2012, the reporter indicated one patient had the dural graft resected and it (or the patient, not clear at this point) cultured p acnes. Another patient had a similar course. The surgeon reported these outcomes to reporter. Reporter was not able to provide manufacturer with the surgeon's name or any other details at that time. We have made attempts via email to the reporter to gather additional details from the surgeon. As of the date of this MDR we have not received any additional information and the investigation into this report is ongoing. Cook biotech incorporated has a validated sterilization cycle with a sterility assurance level of (sal) 10^-6. The organism propionibacterium acnes is not known to be resistant to ethylene oxide gas, which cbi uses a s a sterilant. Although lot history records are not available at this time, the validated sterility cycle and all parameters of all devices are verified prior to release for distribution. If when additional details are received we will provide a follow-up report.